Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h4. Corrected: d4 (lot, primary UDI number). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle sheared off while inserting a press-fit patella. Activity level ¿ yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that handle sheered off while inserting press fit patella. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the att patella clamp por has broken the t-handle, the broken fragment was returned for evaluation. The potential cause consistent with torsional overload from over tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. Per the attune fixed bearing porous knee surgical technique ((B)(4)) pages 72-74, the surgeon is instructed to use one hand to position the clamp centralized over the implant and in the correct alignment, while using the other hand to slowly rotate the t-handle clockwise while observing uniform seating of the implant until full seating is achieved. Full seating is achieved when the metal surface is in direct contact with the bone, however, when the patella is fully seated, there may be a slight gap between the polyethylene back and the surface of the bone which is acceptable. Using two hands or excessive torque may indicate an issue with the bone preparation or seating alignment and could cause damage to the instrument (as observed with the returned broken t-handle) or bone. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.